Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent an arthroscopy and then was revised due to pain, swelling, tightness, limited mobility as well as femoral loosening and tibial lucency.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Medical products - natural tibia trabecular metal two-peg porous fixed bearing catalog# 42530007501 lot# 62423341, articular surface fixed bearing catalog# 42512000510 lot# 62432748. Complaint sample was evaluated and the reported event was confirmed. The returned femoral device had foreign material in the tm pads and had marks across the articulating surface. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event may occur and risks are addressed in the associated risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2016-01351.